Event description:
Early morning, the dxc 600i analyzer displayed multiple error messages. Technical staff attempted to troubleshoot and called beckman coulter to gain assistance troubleshooting ¿ analyzer could not be fixed remotely. During this unexpected downtime, no patient specimens were being run. Beckman technical service engineers arrived onsite, and the instrument was up and running, qc performed, and calibrated with patient samples.